Manufacturer narrative:
It was reported to abbott, a patient lost their patient controller after having an MRI. Technical service advised the ipg would need to be taken out of MRI mode with a device that had an existing connection. The patient called and stated they had found their pc but needed to have their system explanted due to health issues. Troubleshooting steps did not resolve the issue. The explant was scheduled to take place (B)(6) 2023; however, per the product details, the system is still implanted. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
Correction to b1

Event description:
Additional information was received stating that the device was able to be recovered during troubleshooting with a manufacturer representative resolving the issue.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Event description:
It was reported the patient is unable to disable MRI mode. Surgical intervention may take place at a later date.

Manufacturer narrative:
Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.